Manufacturer narrative:
Analysis of the returned device revealed that the fiber tip exhibits no signs of breaks/fractures. The glass cap exhibits severe devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the fiber. Based on the device analysis, the product complaint "laser beam emanating straight from tip not out the side" could not be confirmed. The probable cause of complaint is not confirmed ¿ returned. Cap wear observed. The probable cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiber life function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The manufacturer has reviewed all the available information and concluded that this event no longer meets the criteria of a reportable event.

Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber was forward firing. The case was successfully completed with a second fiber. No patient clinical consequences were reported due to this event.